Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a single two second high rate non-sustained episode that appeared to be due to noise/oversensing. No programming changes were made as this appeared to be an isolated event. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.